Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was disconnected multiple times. The customer stated that it becomes disconnected when exercising. There was no reported impact to the customers blood glucose level. The customer was educated to check the luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.